Event description:
This is a spontaneous report received by baxter (B)(4) from a sales rep on (B)(6) 2010 about a transfer set with a crack. After lifting something heavy, the patient noticed a wet bandage. On (B)(6) 2010 a (B)(6) was determined, and peritonitis was diagnosed. The patient was treated with antibiotics. The patient has been performing automated peritoneal dialysis since (B)(6) 2006. The transfer set involved with this incident was on the patient since (B)(6) 2009. The patient was using iodine caps as disinfectant. The patient did not over-torque the twist clamp. The sample is available for evaluation.

Event description:
A customer's friend reported the customer compared readings they received on their freestyle freedom lite blood glucose meter (349 mg/dl, 353 mg/dl, 469 mg/dl and 414 mg/dl) to readings received on a health care provider's meter (249 mg/dl, 253 mg/dl, 369 mg/dl and 314 mg/dl). The customer's friend additionally reported the customer experienced an adverse event, ("stopped breathing"), when they lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4)

Event description:
Through a related event, it was learned that the device was explanted after an implant duration of approximately 52.2 months, due to mitral stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also has another related event; please reference medwatch report #2015691-2010-13062.